Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument would not stay charged. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The grip tips opened and closed properly. The instrument passed electrical continuity test. A visual inspection internal and external was performed and passed. The instrument was fully functional. No product issue was found. The instrument was found to have a broken molded insulator on the jaw. The broken piece measured approximately 7.72mm x 3.98mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The probable root cause of the molded insulator is attributed to damage during use.